Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd autoshield¿ duo safety pen needles after the injection of insulin, during the retraction of the needle, the nurse observed that the security of the needle and the spring has dislodged, leaving the needle accessible. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one open 30g x 8mm safety pen needle was returned from an unknown lot. No., cat. No. 329608. Visual examination was carried out and it was observed that the non-patient end shield and spring had come loose exposing the non-patient end of the needle. No lot history review can be carried out as lot number is unknown. As the sample was returned open it is not possible to confirm if this defect is manufacturing related. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.